Manufacturer narrative:
The review of the histrory record showed no deviations. The product complies with the specifications valid at the time of manufacture.

Event description:
In a cck procedure, the scrub tech had an issue with the screw of the size 5-6, 10mm augment that was opened to be used. They stated that they thought the screw didn't have any threads. They had trouble getting the screw out but it didn't seem normal. They instead opened a size 3-4, 10 mm to use the screw from it and proceeded on with that screw. The process of trying to get the "bad" screw out and opening another implant to use it's screw took about 20 minutes. No debris was reported or patient harm. The original augment opened was implanted with the screw from the second implant opened.[customer].

Manufacturer narrative:
This is the final supplemental report. The complaint is closed.

Event description:
In a cck procedure, the scrub tech had an issue with the screw of the size 5-6, 10mm augment that was opened to be used. They stated that they thought the screw didn't have any threads. They had trouble getting the screw out but it didn't seem normal. They instead opened a size 3-4, 10 mm to use the screw from it and proceeded on with that screw. The process of trying to get the "bad" screw out and opening another implant to use it's screw took about 20 minutes. No debris was reported or patient harm. The original augment opened was implanted with the screw from the second implant opened.[customer].